Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified test strips expire 10/20/2018. Confirmed customer's test strips are being stored properly and opened vial date 12/22/2015. Customer performed a back to back blood test 276mg/dl and 276mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: 285mg/dl cusotmer is complaining that her meter is reading high. She ran a blood glucose test on (B)(6) 2016 @ 8pm and got result 285mg/dl.